Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: a review of the black box showed no call service 078 alarms in the black box or alarm history. The ezprime steps were successfully completed. The pump was exercised for 24 hours with no call service alarms duplicated. Corrosion was observed inside the battery compartment. The leak test passed. The pump cover was removed to find no further evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.